Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead dislodged. During the revision procedure, the physician noted that the ra helix would not extend fully. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Blood was observed on the sleevehead of the lead. The analyst noted that helix functions cannot be tested during analysis due to dried tissue/body fluid in the sleevehead. Therefore, a stylet insertion test was performed to see if distal conductor distortion or obstruction may occur and prevents transfer torque to the helix when turning the is-1 connector pin. No anomalies were found. Dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting. This is not a lead failure. If information is provided in the future, a supplemental report will be issued.